Manufacturer narrative:
The adhesive pad was not returned with the device. The exposed portion of the soft cannula was observed to be shortened and the distal tip was found to be damaged, however, the timing and cause of the damages could not be determined. The overall length of the soft cannula was measured to be out of specifications. A leak test was performed and no leakages were observed along the entire fluid path. Fluid was able to pass through the fluid path and exit the damaged distal tip of the soft cannula. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 25 mmol/l (450 mg/dl) while wearing the pod on the abdomen between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.